Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a product ID (lot: unknown); product type: ; implant date ; explant date product ID unk-nv-rfx (lot: unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a product ID (unknown); product type: ; implant date ; explant date g2: citation: authors: morsi, r. Z., kothari, s. A., thind, s., desai, h., polster, s. P., goldenberg, f., coleman, e., brorson, j. R., mendelson, s., mansour, a., prabhakaran, s., kass-hout, t. The zoom rdl radial access system for neurointervention: an early single-center experience. Journal of neurointerventional surgery. 16(3):266-271 2024. Doi:10.1136/jnis-2023-020153 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of an intracranial hemorrhage during a rescue intracranial stenting procedure possibly used with the pipeline stent, phenom catheter, or navien catheter, and two in-hospital deaths occurred post procedure. It was not specified what neurological procedures the deaths were associated with. It was noted a phenom catheter was used in 8 procedures and a navien catheter was used in 1 procedure. However, it was not specified which devices were used in each procedure, thus, adverse patient events documented in the article are reported conservatively. The purpose of this article was to describe the technical feasibility and performance of using the zoom rdl radial access system in patients who underwent neurointerventional procedures. The authors reviewed 29 cases of patients treated for various neurological interventions. Of the 29 patients, the average age was 62 years, 6 were female and 23 were male. Nine patients underwent stroke thrombectomy, 5 patients underwent aneurysm flow diverter embolization, 4 patients underwent middle meningeal artery embolization, 3 patients underwent dural av fistula embolization, 2 patients underwent rescue intracranial stenting, 2 patients underwent aneurysm coil embolization, 1 patient underwent aneurysm web embolization, 1 patient underwent balloon occlusion test, 1 patient underwent traumatic vessel embolization, and 1 patient underwent vasospasm treatment. Access success was achieved in 26 cases; two cases required conversion from tra to transfemoral approach and one case required conversion to a different guide catheter. There were no access site complications or other zoom rdl related complications. The article states resistance occurred when using the flow diverter stent. This will be reported conservatively as the pipeline stent. In addition, thrombectomy mtici outcomes were as follows: grade 3 in 4 patients, grade 2c in 3 patients, and grade 2b in 2 patients. The following intra- or post-procedural outcomes were noted: one intracerebral hemorrhage managed conservatively without new neurological deficits one procedural related thrombus (no medtronic devices were used in this case) two in hospital mortalities.